Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing at an office visit. The vns was disabled and the patient has been referred for surgery with a tentative date of (B)(6) 2011. The patient does have a history of falls. No patient adverse events are occurring.

Event description:
Reporter indicated the patient had vns lead replacement surgery performed on (B)(6) 2011. The lead had been cut and the electrode array remained in the patient. The explanted lead portion has been returned and is pending analysis.

Event description:
Product analysis was completed on the returned vns lead portion. Paperwork included with the lead indicated the lead was replaced due to a lead discontinuity. During the visual analysis of the returned 239 mm portion the 2nd quadfilar coil appeared to be broken approximately 3 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified one coil strand as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The remaining quadfilar coil strands were identified as either having extensive pitting or mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.